Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 23 and 30 upon reviewing the error logs. The fse replaced remote arm controller boards (rac) and master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) 2 involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported error 23, but the error was confirmed upon reviewing the error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: embedded serializer in master base (esmb) printed circuit assembly (pca), black and white flat flex cable (ffc)'s, main wire harness. No problem was found. Intuitive surgical, inc. (Isi) received the remote arm controller boards (rac) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported issue of error 23. Error 307 (interface time out) was also found during failure analysis. The rac was installed into pca system and failed during start-up: error 307 displayed. The root cause of this failure was attributed to a component failure. A remotefe report review was performed by tse. Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to laparoscopy surgery after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an error occurred. The technical support engineer (tse) reviewed the error logs and confirmed repeated recoverable errors 23 and 30 pointing to master tool manipulator right (mtmr) of surgeon side console (ssc) 1 and subsequent errors 252 and 307. The tse had the customer perform hard power cycle ssc 1, but the issue persisted. The tse advised the customer to disable mtmr of ssc1 or disconnect ssc 1 when the system was powered off to avoid the error. However, when the customer turned off and restarted the system without ssc 1, all leds light of the universal surgical manipulator (usm) turned yellow. The tse advised the customer to undock cannulas from usms. After that, the surgeon elected to convert the procedure to laparoscopic surgery. There was no patient issue. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: the system functionality was checked upon powering on the system with no issue. The system initially powered on without errors. The issue occurred at the end of the procedure, when the surgeon attempted to suture the mesentery. There was no patient injury and no post-operative complication due to the conversion.